Event description:
Pump was reported to overinfuse. The pump was set to infuse an unknown solution at a rate of 15ml/hr and it infused 100ml in one hour. No add'l clinical details were able to be obtained. No pt injury resulted.